Event description:
The customer reported that while infusing altima 5mg/ml at 129 mg/ml leaking was noted at the connection site between the texium/smartsite secondary set and the primary tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.